Event description:
It was reported that both epicardial leads were capped, and the adaptor was explanted, due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: no anomalies found; full lead returned. Other: it was reported that both epicardial leads were capped, and the adaptor was explanted, due to high thresholds. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated, high threshold.

Event description:
It was reported that both epicardial leads were capped, and the adaptor was explanted, due to high thresholds. No patient complications have been reported as a result of this event.